Event description:
It was reported that multiple intermittent occlusion alarms occurred. There was no adverse impact to customer¿s blood glucose level. The customer addressed the problem by changing the infusion set and cartridge, and then resumed insulin delivery. Frequent occlusion issues led to a follow-up request for further assistance.